Manufacturer narrative:
(B)(4). Correction: describe event or problem - revised. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. All available information was investigated, and the reported user error was associated with the user advancing the clip delivery system (cds) without visualization. It should be noted that the mitraclip instructions for use (IFU) states: advance the cds and retract the guide iteratively as needed while maintaining the guide in the left atrium. The reported poor image resolution was associated with the imaging quality being sub-optimal. The reported patient effect of perforation was due to advancing the cds while the steerable guide catheter (sgc) was bent. The bent sgc along with steering/advancing the cds without visualization, resulted in the perforation of the left upper pulmonary vein. The perforation was due to use error and procedural circumstances. The perforation caused the cascading effects of pericardial effusion, hypotension, cardiac tamponade and cardiac arrest. Death was due to right ventricular failure and coagulopathy following the procedure for the repair for the pulmonary artery perforation. The reported patient effects of cardiac perforation, cardiac arrest, death, hypotension, cardiac tamponade and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director and the reviewer stated that in this case, due to image quality, the cds tip could not be seen on echocardiogram. Death was not directly related to the device, but the procedure initiated a cascade of events necessitating surgical intervention.

Event description:
Subsequent to the previously filed information, the following additional information was provided: after the clip delivery system (cds) was advanced into the anatomy through the steerable guide catheter (sgc), the clip was not seen exiting the sgc due to the image quality. Negative was applied to the sgc and m-knob was applied to the cds. It was then observed that the sgc was in the left upper pulmonary vein. The use of the knobs while the device was in the vein caused a bend in the sgc. The clip was still not visualized. The cds was advanced further; however, the patients pressure dropped and a pericardial effusion was noted in the left upper pulmonary vein, which resulted in tamponade and cardiac arrest. In the physicians opinion, the perforation was caused by the clip, and was due to advancing the cds while the sgc was bent. Surgery was performed on the table after the clip was removed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the irregular movement with the clip delivery system (cds) and death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The steerable guide catheter (sgc) and cds were advanced into the anatomy. While steering the cds with the m-knob, negative was removed from the sgc, which caused the sgc to bend. Due to image quality, the cds tip could not be seen on echocardiogram. The patients pressure dropped and a pericardial effusion was noted in the left upper pulmonary vein, which resulted in tamponade and cardiac arrest. In the physicians opinion, the perforation was due to the sgc bend while steering the cds without visualization. The patient was sent for open surgery, placed on a bypass machine, and the chest was closed. The patient was on a balloon pump in stable condition in the intensive care unit (ICU); however, the patient passed away the same day. The cause of death was reported to be refractory right ventricular (rv) failure and coagulopathy following emergent redo sternotomy for repair of the pulmonary artery perforation. No additional information was provided.